Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during an embolization treatment procedure, resistance occurred. The target lesion was located in the moderately tortuous right internal iliac artery. First, a 5frnon-bsc angiography catheter was advanced to the lesion. Next, a 150cm renegade 2m catheter was advanced to the lesion. Two 16mm x 20cm idc coils were deployed. The renegade catheter was then removed from the patient. Three 7mm x 40mm .035p coils were deployed via the 5fr non-bsc angiography catheter. The physician attempted to advance this 7mm x 40mm 2d helical coil via the 5fr non-bsc catheter and resistance was encountered approximately 10cm from the hub. Intermittent flush was used. The procedure was completed with the same renegade catheter and two 10mm x 20cm interlock 2d coils. No patient complications were reported and the patient's status is good. However, returned device analysis revealed that the coil was protruding from the distal end of catheter.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was returned for analysis and visual inspection found that the coil was protruding from the distal end of the 4fr cook catheter. The catheter was cut 3cm from the distal end of the catheter and there were several attempts made to remove the coil but it was stuck in the distal end of catheter. Dried blood was present and the coil was soaked in water in an attempt to remove the coil. The coil remained stuck at the distal end of the catheter. Microscopic inspection found the apex and base zap tips shape and surface smooth. Dimensional inspection determined that the coil was found to be in specification. Product analysis confirmed the reported event of resistance experienced in the catheter as per the coil was stuck in the catheter due to dried blood. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause was determined to be user related as the dfu instructs the user to "maintain continuous flush prior to introducing the coil into the catheter." (B)(4).